Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01162. This report is being submitted as additional information. The referenced lvad clot was reported under medwatch MFR report# 2916596-2018-00175. Approximate age of device ¿ 2 years and 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted with gastrointestinal bleed and history of a lvad clot within the last month. The patient was taking triple therapy brilinta, aspirin and coumadin at home. The patient will be receiving an endoscopy and is relatively stable. Results of the endoscopy are not known at this time. On (B)(6) 2018, it reported that there were no arteriovenous malformations (avms) seen from the endoscopy. It was stated that the patient was currently at home.